Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On 06/27/2016, the patient contacted lifescan (lfs) alleging that his onetouch ultra 2 meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when medical surveillance specialist (mss) mad a follow up call to the patient. The patient stated that the alleged inaccuracy began on (B)(6) 2016 at 11:00 pm. The patient reported that he obtained alleged inaccurate erratic results of 406 and 600mg/dl on the subject meter, performed within less than 20 minutes of each other. The patient manages his diabetes with insulin (self-adjuster) including lantus and novolog and stated that on (B)(6) 2016 at 11:20am, that as a result of the high readings he took 8 units of novolog and on an unspecified time after the alleged product issue began he developed symptoms of a hypoglycaemia and began sweating. The patient reported that he self-treated with food and/or drink. On (B)(6) 2016, 1:30pm, he reported that he obtained a blood glucose result of 60mg/dl on an unknown other device. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the correct testing steps were used, the sample was taken from an approved site and the test strips were stored correctly and not expired. The test strip vial was neither cracked nor broken. The patient did not have control solution to carry out a test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.